Event description:
Information was received from healthcare provider via manufacturer representative regarding an event happened during intra-op of the reported product. It was reported that, the driver was broken during the removal of metal work. There were no remaining pieces inside the patient and no issues or problem with the patient. The driver was used according to the provided IFU and labelling. No additional treatment or surgery performed as a result. No further complications reported.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.